Manufacturer narrative:
MDR 3003442380-2024-04044 - device 2 of 3. Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced same kind of bent cannula events with three infusion sets on (B)(6) 2024. Symptoms were noticed within three hours of inserting each infusion set. The site of insertion in all three events was abdomen. Blood glucose levels at the time of event were between 54-500mg/dl (3.0-27.7 mmol/l). Patient was treated by replacing the infusion sets. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.